Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection observed a damaged lid and the wand port has arc/burn damage in the pin holes. A functional evaluation revealed the unit was powered on but not tested further due to potential equipment damage. The unit was opened and found liquid residue around the bezel and wand port area. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fa coblator ii controller (120v) was not working it made sparking noises and the connector of the console had burned marks. No case reported; therefore, there was no patient involvement.